Event description:
It was reported that during a tibial angioplasty treatment procedure, a guidewire distal tip detachment occurred. Having passed through one occlusion the v-18 control wire advanced down the anterior tibial artery (ata) to a distal occlusion, after much probing the v-18 control wire was withdrawn leaving the distal tip of the wire (approximately 2cms) half in and half out of the distal end of the unspecified catheter. The v-18 control wire was completely withdrawn and the physician was able to catch the v18 tip that had broken off in the catheter by aspirating. The patient's status was stable.

Event description:
It was reported that during a tibial angioplasty treatment procedure, a guidewire distal tip detachment occurred. Having passed through one occlusion the v-18 control wire advanced down the anterior tibial artery (ata) to a distal occlusion, after much probing the v-18 control wire was withdrawn leaving the distal tip of the wire (approximately 2cms) half in and half out of the distal end of the unspecified catheter. The v-18 control wire was completely withdrawn and the physician was able to catch the v18 tip that had broken off in the catheter by aspirating. The patient's status was stable.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluation: the visual inspection revealed that the device was returned fractured in two sections at the polymer coating. The proximal section presented a distal end kink at 297.6cm from the proximal end and the distal section presented two kinks at 0.3cm and 1.4cm from the proximal end. Dimensional inspection found that all measurements met specification. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The results of the (B)(4) lab analysis was that the failure on both samples occurred due to a fatigue in a bending moment followed by bending overload. The failure on the proximal and distal sections presented the same failure mode with corresponding characteristics suggesting a match between them. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).